Event description:
It was reported that during a cholecystectomy while attempting to remove the specimen from inside abdomen, the endo-pouch burst open causing the content of the subtotal gallbladder to spill back into the abdominal cavity. Further cleaning of the spilled contents were required to somewhat rectify the issue. Was there any reported patient or user harm? No. Was there a significant delay? Unknown.

Manufacturer narrative:
(B)(4). Date sent 7/7/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.